Event description:
Boston scientific received information that prior to implanting this cardiac resynchronization therapy defibrillator (crt-d), device interrogation indicated a fault message stating the device had been switched to safety mode. The device is scheduled to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
When this device is returned it will be thoroughly analyzed and this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which resulted in the device fault message stating the device had been switched to safety mode.